Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results for tsh on two patient samples and ft3 on one of the same two samples. Testing was performed on a cobas 6000 e 601 analyzer with serial number (B)(4). This MDR will cover the tsh reagent. Refer to the MDR with a1. Patient identifier (B)(6) for the ft3 reagent. Refer to the attachments to this report for all data. Demographics for patient 2 are included in the attachments. There were no allegations of death or serious injury. Additional data were requested for the investigation but were not provided. Calibration data were in the specified ranges. Based on the available calibration and quality control data, a general reagent issue can most likely be excluded. For both patients, sample contamination is a possible root cause. Since the samples for patient 1 were taken on two consecutive days, variations due to stress or circadian rhythm can most likely be excluded. For patient 2, the differences seen could be due to stress or circadian rhythm. It was recommended the analyzer be checked for cleanliness and overall maintenance.